Event description:
Reporter, the customer's nurse, alleged obtaining discrepant back to back blood glucose results of 326 mg/dl and 90 mg/dl and 91 mg/dl on herself when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.